Manufacturer narrative:
Pump was received and unit could power up properly after battery installation. Unit received with operating currents within spec and no low battery alerts noted. Unit passed displacement test, prime / sensor system test and excessive no delivery test. No unexpected no delivery alarms noted. Unit received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing infusion sets and has happened seven times. Customer also indicated that their lithium batteries do not last more than 5 days and troubleshooting indicated to use alkaline batteries as recommended. Customer does not recall any significant events leading to the no delivery error. Troubleshooting was done for no delivery error. Customer's blood glucose was 493 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.